Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this patient experienced a system infection. When removing the system, it was noted right ventricular lead vegetation and fibrosis, resulting on moderate tricuspid regurgitation. These products were kept under the facility possession, and all the system were replaced. No additional adverse patient effects were reported.